Manufacturer narrative:
The customer reported via phone call that she has been disconnected from the insulin pump since last month due to the doctor has the customer on insulin injections. The customer is calling to perform the high pressure test due to the customer and the doctor believes the insulin pump is not working. Customer's blood glucose is 156 mg/dl up to 260 mg/dl. Customer stated treated with injection of insulin, the doctor has been making corrections to dosages for the insulin shots. The help line assisted the customer with performing the high pressure test. Test results: passed. The customer was advised the insulin pump was functioning as designed. The customer stated that he will speak with her doctor and advise that the insulin pump passed the high pressure test and is functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose reading of 405 mg/dl. Customer's blood glucose continued to rise and was not coming down. Customer was treated with an IV insulin drip. Customer was not wearing the pump at the time of the emergency room visit. Customer was on the pump before going to the emergency room. Customer changed the infusion set a couple of hours before going to the ER. Customer stated that the drive support cap appears normal. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to call back to complete the high pressure test. Customer stated that the belt clip also broke where the spring is located. Customer's blood glucose was 504 mg/dl at the time of the incident and her current blood glucose is 123 mg/dl. Customer felt sick, had no energy, felt nauseous, and had blurry vision due to high blood glucose. Customer treated with manual injections.